Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient was hospitalized on (B)(6) 2026 due to high blood glucose levels upto 390 mg/dl with positive ketones upto 5.6 mmol/l. The patient also experienced pain, weakness and vomiting. The patient was treated with pen. The patient was hospitalized for more than 24 hours.